Event description:
Pt developed a burn, approx 2cm x 1cm, on the left shoulder following treatment with the anodyne professional unit. Pt was treated with silvadene and an antibiotic; burn has completely healed. Evaluation of the unit involved in this event revealed a defective clockboard.